Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Hthe device was not returned.

Event description:
It was reported that the nurse stated arctic sun device had alarm 80. They turned the device off and back on and they were able to resume therapy. They confirmed with nurse that re-cycling the power was the only troubleshooting they could do for an alarm 80.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated arctic sun device had alarm 80. They turned the device off and back on and they were able to resume therapy. They confirmed with nurse that re-cycling the power was the only troubleshooting they could do for an alarm 80.